Event description:
It was reported when using the bd pyxis¿ es server, user reported that all pyxis stations are currently down. No communication between epic and pyxis, and information is not crossing over between the systems. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that all stations were down, no communication between epic and pyxis. A technical support specialist received the case from tl and logged into the es server. Identified that the xml message processing queue was stuck. Restarted net.tcp and external messaging services, which successfully initiated message processing. All messages were cleared from the queue. Contacted the customer, who confirmed the issue was resolved. Case will be closed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported when using the bd pyxis¿ es server, user reported that all pyxis stations are currently down. No communication between epic and pyxis, and information is not crossing over between the systems. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.